Event description:
A processing tech was retrieving a sample tube from an advia workcell sample tray that was in the sample storage refrigerator. She lifted the sample tray cover and hit some of the sample tubes which spilled and splashed blood from these tubes on her face and eyes. Following the incident, the technician followed the recommended exposure procedure to wash her eyes and was sent to the hosp ER. She was seen at the health service dept the next day (in 2007) and was tested. Follow up testing will be conducted in one month, 6 months and then annually per the sites policy. In 6 weeks she will be tested.

Manufacturer narrative:
Follow up discussion with the lab manager indicate that the tech does not know where she hit the tray to cause the tubes to splash. For MDR reporting purposes this event is considered closed.